Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and found the failed display was due to the damaged keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition "display inoperable" was verified. The assignable cause is considered to be the external influence. Based on the evaluation result the front case requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display was inoperable during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.